Manufacturer narrative:
No adverse outcomes noted. Patient tolerated the procedure. Additional information on patient medications and comorbidities was requested but was not provided. (B)(4).

Event description:
On (B)(6) 2022, the patient underwent treatment for a thoracic aortic aneurysm (taa). As reported, during the procedure the gore® tag® conformable thoracic stent graft with active control system did not angulate in the appropriate plane (1960-e:-other/unknown). The horizontal bar in olive tip appeared to be separated and superior to the central wire lumen (lunderquist.) Angulation and stent nesting occurred in either the 9:00 or 3:00 position instead of the inner curve as desired. The issue was not observed to be related to any anatomical factors. The patient¿s arch was steep and there was slight anterior ¿ posterior positioning of the ascending to transverse arch. The patient was treated successfully and tolerated the procedure.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2022-02833 was submitted in error, and is hereby retracted. Per md24757 as there was no catheter breakage, shaft detachment, or olive separation occurring during the procedure and there were no unplanned surgical procedures this is not a reportable event. B4 was updated with the current description summary following clarification from the field.

Event description:
On (B)(6) 2022, the patient underwent treatment for a thoracic aortic aneurysm (taa). As reported, during the procedure the gore® tag® conformable thoracic stent graft with active control system did not angulate in the appropriate plane. Angulation and stent nesting occurred in either the 9:00 or 3:00 position instead of the inner curve of the patient anatomy as desired. When viewing with angiography, the horizontal marker bar in olive tip had proper separation and appeared to be separated and superior to the central wire lumen (lunderquist), indicating that the graft was orienting correctly with the anatomy. Computed tomography angiography (cta) and centerline images were provided for consideration as part of the investigation. Provided imaging indicated that that the olive tip appeared to be steering the device correctly around the arch. The issue was not observed to be related to any anatomical factors. The patient¿s arch was steep and there was slight anterior ¿ posterior positioning of the ascending to transverse arch. The patient was treated successfully and tolerated the procedure.